Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. No cracked/broken retainer ring or detached retainer ring noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and corroded pcba 1, pcba 2 and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 09/07/2023 at 15:40:00.000 and on 09/07/2023 at 15:50:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the history review 2 days prior to the event date 27-feb-2024 due to no data available. Cosmetic damage at retainer ring was not confirmed, however, other cosmetic damage was noted. Reservoir unable to lock into place not confirmed. Unable to perform the required testing due to critical pump error (open book image) alarm. No current code/category confirmed (pump received with critical pump error (open book image) alarm). Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received retainer ring damage notification. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.